Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician was unable to insert the guidewire into the lead. A replacement lead was successfully implanted using the same guidewire. The patient was in stable condition.